Event description:
During the procedure, there was no communication between the ampere and the ensite x and the case was cancelled. The issue is with the amplifier. The procedure has not been rescheduled at this time. The amplifier was replaced which resolved the issue at the site.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection of the rear revealed that the main power input connector port was not secured to the rear panel. As this connector port was a critical part to be able to power on the amplifier and could cause potential harm, this has to be remedied prior to input power. Internal inspection revealed that the securing nut for the main power input connector port was physically damaged (cracked), it no longer could secure this port. Further evaluation was not able to be done with the state of this returned product. The field reported event was not able to be duplicated as the device was not in a state to test communications. Evaluation found physical damage to the input power connector, preventing power sequencing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was not able duplicated as the device was not in a state to test communication.